Event description:
It was reported that during routine inspection by hospital staff, the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) have pim leak test fails. Getinge field service engineer (fse) confirmed the issue and replace the safety disk. The inspection results based on the inspection record sheet were good. Unit was returned to customer and cleared for clinical use. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of a pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. Failed leak differential test. Confirmed the reported issue but no root cause determined.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.